Event description:
It was reported that the pt was experiencing power surges. The stimulation was temporary discontinued. The power surges continued. The pt had the lead replaced on (B)(6) 2010. The event was noted as resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).